Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that during osteosynthesis in distal tibia surgery, the doctor placed a titanium cortical screw into the hole proximal anterolateral plate by means of image intensifier. The image intensifier showed the rotated screw head and thread inside the patient¿s bone. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history report has been requested.